Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventricular lead exhibited high capture thresholds due to suspected fracture. The lead was capped and replaced. No information was provided regarding the patient condition.